Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that for the prior two weeks, the pump was not delivering accurately according to the programmed rates. The patient reportedly had elevated blood glucose level of 17.9 mmol/l without any additional symptoms. This blood glucose level in the absence of additional symptoms does not meet animas' criteria for a reportable adverse event. Therefore, no injury is being reported in association with this complaint. The reporter alleged that there are inaccurate delivery records for the dates (B)(6) 2018 as compared to the pump programming. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: review of the recorded data in the pump revealed the last basal delivery was 11-jul-2018 at 11:48. The total daily dose added up to correctly reflect the user¿s programmed basal rate target. There was no activity outside normal use observed in the data. On investigation, the pump powered on ez-prime steps successfully completed. The pump was exercised for 24 hours without any delivery failure or inaccuracy. The pump was found to be delivering insulin as programmed. Investigation did not confirm nor duplicate the alleged inaccurate delivery issue.